Event description:
It was reported patient underwent total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2005 for unknown reasons. It was further reported patient underwent a revision procedure on (B)(6) 2014 due to osteolysis and tibial plate fracture.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number - unknown. Manufacture date - unknown.